Event description:
It was reported that the right ventricular (rv) lead had low sensing. The lead was explanted and was replaced. It was also reported that during the rv lead replacement, the right atrial (ra) lead was noted as damaged with a broken outer conductor. The ra lead was partially explanted. The physician did not trust the implantable cardioverter defibrillator (ICD) device, because it did not recognize the ra lead failure. The device was explanted and was replaced with a single chamber ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and the proximal conductor of the lead became extrinsically fractured due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 693565 implantable tachy lead, (B)(6) 2011. A d384drg implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.